Event description:
She had ice cream at some pointon they of the comparison. She states that she tested 333mg/dl, 10mg/dl, and 76mg/dl withing a few minutes on the same device. Timeframe between ice crean and tests was not provided. No treatment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.